Manufacturer narrative:
Pump unique identifier (UDI) # (B)(4). Balloon unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence because the device stopped working. A surgical procedure was performed, in which fluid loss was noted; however, its source could not be identified. Therefore, all opponents were removed and replaced. No additional patient complications were reported.